Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a revision occurred on (B)(6) 2014, as the catheter had come out of the intrathecal space. Additional details, including patient symptoms, cause of the event, troubleshooting and/or diagnostics performed and patient outcome, were not reported. Additional follow-up to obtain this information is being conducted.